Event description:
It was reported that the customer had dropped the insulin pump into the toilet and the device had been exposed to moisture. The blood glucose reading was unavailable. The customer declined troubleshooting, stating that he had to get off the call soon. Advised the customer to call back for further assistance and troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.